Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with ingles alkaline battery. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2014 due to insulin pump received with depleted battery installed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The medical examiner called to report the death of a customer. The cause of death was blunt force injuries from motor vehicle collision. The customer died on the scene. The caller did not know the customer's blood glucose at the time of passing and could not check the customer's last recorded blood glucose reading because he did not have the customer's blood glucose meter and the battery in the insulin pump was dead. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.